Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that patient had a foley and urinary drainage catheter that had been in place for about 5 weeks. At night it drained appropriately, but they noticed during the day that the urine pooled up in the anti-reflux chamber and tubing. Mss had discussed causes of vapor lock and proper bag positioning. The complainant had stated that he did shower with the bag, so the vent would have likely become wet. Mss had also discussed maneuvering the bag to ensure the front and back of the bag was not adhering to one another.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "static / positive air pressure". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the drain bag product ifus were found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that patient had a foley and urinary drainage catheter that had been in place for about 5 weeks. At night it drained appropriately, but they noticed during the day that the urine pooled up in the anti-reflux chamber and tubing. Mss had discussed causes of vapor lock and proper bag positioning. The complainant had stated that he did shower with the bag, so the vent would have likely become wet. Mss had also discussed maneuvering the bag to ensure the front and back of the bag was not adhering to one another.